Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the 5.5mm trephine attachment was broken and came off while it was use with the bone harvesting instrument. It is unknown if there was a surgical delay. The procedure was successfully completed. Patient status was good. Concomitant device reported: unknown bone harvesting instrument (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) trephine attachment 5.5mm diameter. This is report 1 of 1 for (B)(4).